Event description:
A malfunction was reported on the pump without any notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, successfully resolving the issue as the malfunction did not recur. The customer was advised to continue using the pump and to report any future malfunctions.